Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2011; 6949 implantable tachy lead (B)(6) 2005.

Event description:
It was reported that the atrial lead had high impedance and low p waves. It was noted that the patient was in chronic atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was suspected to have a lead fracture. The lead has been capped. No patient complications have been reported as a result of this event.